Event description:
Reportedly, after firing the surgeon couldn't remove the instrument due to an incomplete cut. He opened the instrument and left the anvil inside. He took an anal retractor and with assistance of his finger he cut the ramaining 3mm of tissues. The distal part of the donut was complete but the proximal was not cut for +/- 3mm. He did a blue test and the anastomosis was correct. No hazzard/injury to the patient. Additional intervention was required to remove the anvil which prolonged the surgery approximately 30 minutes. Procedure lap sigmoid.